Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the patient's device was not working anymore and had not been working for the "last little bit." No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Please note that due to additional information received, product problem is no longer applicable. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-28. The rep indicated that the product would not be returned because it was taken out by the healthcare professional (hcp) and discarded at the end of the case. The cause was seemed to be normal battery depletion because the patient had an old non-rechargeable battery implanted in (B)(6) 2011 so after 7+ years it seemed to be due to that. The hcp is aware that the product was discarded. It was a battery replacement and the patient wanted a new system put in at the same time. The patient did not report any issues with the old system other than the battery depletion so the product was not saved to return. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep stated that the patient was getting a revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) who confirmed all information with the healthcare provider (hcp). It was reported that the patient's ins had been dead for several months to possibly a year. On (B)(6) 2018, the patient had their entire system explanted and replaced with two new leads and a new ins. The patient was recovering with no known sequelae as of (B)(6) 2018. No further complications were reported or anticipated.